Manufacturer narrative:
Date sent to the FDA: 11/11/2009. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a breast reduction procedure in 2005. The patient started to spit sutures the following month, and this continued to when the physician last saw the patient the following year. The incisions had to be opened to remove sutures several times due to infection. The physician last saw the patient in 2006. The patient's status is unknown. Additional information has been requested.